Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer's blood glucose level was 203mg/dl. Troubleshooting was conducted. The customer states the alarm was resolved by a complete set change. The customer declined to return set and reservoir for analysis. Customer was advised to monitor the device and call back if issues persist. The customer would be calling back at a later time to complete testing.